Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation as of the date of this report. A return material authorization (RMA) was issued to evaluate the isi device.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. Correction(s): d4: lot number: k11231123 0035. D4: unique identifier (UDI #): (B)(4). H4: device manufacture date: 11/23/2023. H8: was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.